Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. E1/full address: (B)(6).

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for an unspecified number of colony forming units (cfus) of unspecified bacteria that exceeded the standards in the channel tube. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user provided the following result of the culture test, performed at the third-party labs. Sampling date: jun 02, 2024. Sampling from: clamp tube port. Cfu: 2600cfu. Bacterial identification: unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed as the scope was not microbiologically tested by olympus and a root cause could not be determined. The device was evaluated where no abnormalities were found that could have led to the reported event. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.